Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Customer stated they were taking antibiotics during the affected time frame when the comparison to the lab took place. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: %quick (%q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 1:04 pm was 32 %q. Customer had the meter set to display results in %q instead of inr. The inr result at 1:04 pm was 1.8 inr. The result from the meter at 1:21 pm was 48 %q. Customer had the meter set to display results in %q instead of inr. The inr result at 1:21 pm was 1.4 inr. The customer stated they try to keep their inr around 2.0 inr.